Event description:
Reported by a pt that at an unk time one or more screws " moved " and that " the bone graft failed to take." The pt is complaining of severe chronic pain. It is unknown if the device was explanted.